Manufacturer narrative:
This is a follow-up report to the final report submitted on 2018-may-07. Arjo has continued the investigation towards combi loop slings, part number 626003 and was able to draw further conclusions. Three below hypothesis were deeply reviewed throughout the performed investigation: non-conforming sewing pattern, coil of wire mixed on the line, temporary disruption of sewing machine parameters. Although no nonconformities have been found within manufacturing process, we were able to determine that issue is related to the one batch only. Combi slings in the range from 151216015700001 to 151216015700050 were identified to represent a potential malfunction with the orange loop stitching. No actual injuries were reported in regards to the use of the affected slings. Nevertheless, if the failure of the loop is not detected prior to transfer, as per information provided in the instructions for use, this may lead to a patient fall potentially causing major trauma or head injury . In order to correct this issue, arjo is offering a new combi sling to replace each of the slings within the affected serial number range. Arjo decided to perform recall action, registered under internal arjo reference number (B)(4).

Manufacturer narrative:
Arjo received a complaint where it was indicated that stitching inside of the orange loop of the sling failed. No patient involvement was reported. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a very limited number of cases with similar fault description (loop stitching inside loop failed) on this sling model. During our investigation the sling was found orange loop stitching inside loop failed and was found not in accordance to the manufacturer's specification. The sling from the same batch as sling in question was returned to the manufacturer for investigation purpose. Visual as well as dimensional inspections was performed in order to confirm or the compliance of the loop stitching to its specifications. One side of the orange loop was presenting small thread dots and the sewing pattern looked less visible on the other side of the white strap. According to only these observations, it is not possible to confirm if this side was primarily sewed incorrectly which created a weakness in the loop stitching, causing the other threads to break. Additionally, it should be added that the inspection report and the loading test report were compliant to their specifications. The product instructions for use (IFU) as supplied with each sling includes important information concerning proper and safe use of the slings. The caregiver is obliged to check each sling before use, at minimum. The sling IFU contains crucial information: "due to nature of their use it is imperative that a patient transfer sling be inspected prior to each use". "Check all loops at their connection/stress points. Twist these with your fingers and look for any signs of frying. See the accompanying diagram of a common sling to assist you in locating loop points and other key areas." "Check the stitching of the entire sling, look for any frying or loose stitching." IFU warns users: "caution if any abnormalities are detected after the sling inspection, or if you have any doubts about the sling safety, as a precaution and to ensure safety, stop using it." Based on product knowledge, it comes forward that we see loop breakage appears most likely to occur as follows: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where the loop/sling becoming caught in an obstruction. This appears to be an indication of the loop being broken due to the application of outside force that causes the break. The loop break may have been caused even by becoming stuck during the mechanical washing or drying process. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the device labeling or the instructions for use (IFU) is not followed. To conclude, there was a system deficiency found (loop failure) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We decided to report this event to the competent authorities in abundance of caution, due to the potential for the hazardous situation if the failure of the loop breakage would to reoccur.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (b))(6) 2017 arjohunlteigh received customer complaint where it was reported that stitching inside of orange loop of sling failed. No patient involvement was reported.